Event description:
It was reported that the dependent patient presented with loss of capture of the left ventricular lead. The patient coded after the procedure was completed, it was reported that the patient expired. There is no known allegation from a health professional that suggest the death was related to the device. No additional information was available at this time.

Manufacturer narrative:
Should have been (B)(6) 2017 rather than blank. Analysis was normal. No anomalies were noted.